Event description:
It was reported that, "the patient received a trident acetabular cup as part of a hip replacement." It was further alleged that, "following this, he developed an infection that progressed to septic arthritis which necessitated removal of that prosthesis."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.